Event description:
The customer reported check ventilator blower temperature high. He verified there was a code blower temperature high error in the significant event log. Not in patient use. The customer cannot duplicate the check ventilator blower temperature high issue. The customer performed periodic maintenance last month, so the inlet filter is clean, and he verified the cooling fan is operating fine. The remote service engineer recommended a blower assembly or a motor controller pcba. The customer ran the v60 for three days and was unable to duplicate the high temperature error so the ventilator was released for use.